Event description:
A malfunction occurred, identified by a code labeled as malf 12, with no notable events reported prior to this issue. Information about whether the malfunction caused the customer's blood glucose level to exceed 500 mg/dl was not provided, leaving the impact on blood glucose uncertain. Technical support assisted the customer with resetting the pump, though the malfunction code recurred despite this intervention. As a result, technical support replaced the pump, confirmed that it was within warranty, informed the customer of the need for replacement, and arranged for the return of the problematic pump using provided shipping materials. The customer planned to use manual daily injections (mdi) as an alternative insulin therapy while waiting for the replacement pump.